Event description:
The patient reported that he tested his blood glucose and it was 280 mg/dl. He stated that his normal range is 70-120 mg/dl. He reported that he bolused to reduce his blood glucose, but the value did not decrease. He stated that he inspected his infusion set tubing and noticed that it has partially separated at the luer lock connection. The patient changed his infusion set tubing. The patient did not require assistance from a health care professional or second party to address the issue. The patient discarded the product, therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.